Manufacturer narrative:
The device was returned to the philips repair bench. The mx750 monitor arrived with speaker malfunction error message on the screen. A bench repair technician (brt) tested the device and confirmed that the speaker would not produce sound. The brt determined that the issue was caused by a faulty speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that the customer was getting a speaker malfunction on the monitor and the speaker volume is really low; when it alarms, they cannot hear the speaker. A philips remote service engineer (rse) advised the customer to perform a cold start of the monitor, but issue remained. The rse advised that per the service guide the issue caused by the speaker assembly, and if that does not resolve the problem, then it may be the main board. The customer requested bench repair, and will return the monitor for further investigation. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.